Event description:
Pt presented with vaginal discharge 7 weeks after surgery for vaginal prolapse. Extrusion of tape was noted - 2 cm of tape extruded through the vaginal mucosa. This required a partial explant.